Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the pump was discarded at the surgery center after the replacement surgery. It would not be returned and did not require analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, lot# n261055005, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 350 mcg/day and fentanyl 1700 mcg/ml; 297 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The patient¿s weight was unknown and would not be made available. The date of the event was (B)(6) 2017. It was reported the patient went in for a pump replacement - normal use reaching end of battery life. The patient reported no signs or symptoms. The surgeon and the managing physician expected to replace the pump only. The physician could not successfully aspirate from the catheter access port (cap); no fluid returned when attempted. The physician chose to troubleshoot the catheter to find out why. The physician opened the spine and found the catheter coiled up and out of the intrathecal space. On (B)(6) 2017 the catheter was removed and replaced with a new 8780. The patient also received a new pump. The product was discarded at the surgery site. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if diagnostics were done. The issue was resolved. Patient status was alive - no injury. No further complications were reported/anticipated.